Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed noise resulting in an inappropriate shock. X-ray imaging confirmed that the electrode has migrated from its original position and the electrode tip is now over the pectoral muscle. Surgical intervention was performed, and the electrode was repositioned. Besides surgical intervention, no adverse patient effects were reported.